Event description:
It was reported, that two handsets with different lot numbers (50747980, 50708882) blew out the high-pressure line. A backup was available to complete the procedure.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the correct event description is as follows: it was reported, that during a case, the handset blew out the high-pressure line. A backup was available and the case proceeded without incident.